Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient advised pharmacy that the needle keeps coming out of the plastic. Patient reported the needle had detached, leaving the patient without insulin. Product is not available for return and the lot and expiration information is also not available. No adverse event alleged.